Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan alleging that the lay user/patient's onetouch verio iq meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The medical surveillance specialist requested the csr follow-up with the patient and/or reporter to obtain additional information, however they could not be contacted. The reporter was unable/unwilling to confirm when the alleged issue first began, but stated that the subject device displayed an error 1 message. The reporter was unwilling to answer any questions regarding the patient's usual diabetes management routine, or whether the alleged error 1 issue caused the patient to make any changes to their usual routine. The reporter was also unwilling to say if the patient experienced any symptoms due to the alleged issue or whether any treatment had been received in response to the reported issue. At the time of troubleshooting, the csr was unable to resolve the issue. There is no indication that the subject meter caused or contributed to a serious injury. The reporter did not state that the patient developed any signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.